Event description:
In another country, a roche accu-chek aviva meter consistently gave "err" for blood glucose meter. FDA had issued a recall on this meter. After replacement of the meter from roche, the meter continued to give "err" for blood glucose meter. Problem was traced to bad lot of test strips #300232 which have not been recalled by roche.